Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a patient underwent unknown breast surgery with mentor smooth round moderate plus profile 425 cc saline breast implants which the report indicated patient is having generalized illnesses: (allergy, hair loss, fibromyalgia symptoms, acute joint pain, low libido, shortness of breath, heart palpitations, weight gain, intolerance to temperature, and so forth). The report indicated the symptoms started shortly after the implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.